Event description:
Note: this report pertains to the first of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2009-03314 for a description of the second device. It was reported to boston scientific corp that during a pelvic floor repair procedure using an uphold vaginal support system, the needle detached from one of the mesh legs, and was caught inside the cage of the capio device. The procedure was completed with another uphold device, with no complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The device has been rec'd, but an eval has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).